Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1232 serial: (B)(6) batch: 595949 UDI: (B)(4).